Manufacturer narrative:
Product ID: 3889-28, lot# va198lq, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the lead was reconnected in (B)(6) 2017. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient was not sure if it was working; they hadn¿t felt any stimulation sensation for a long time, and they had more leakage in probably the last 3 months. It was noted that they thought the stim sensation just wore off. On (B)(6)2017 they changed 3 of their programs and raised their amplitude as high as 1.3, but they didn¿t feel any stim sensation. It was noted that they were on program 2 at the moment. It was recommended that they try increasing until they could comfortably feel stim sensation, and follow up with their healthcare provider if their leakage was not resolved. On (B)(6) 2017 the patient stated that they had tried increasing stimulation on all of their programs to 8.0v, and they still were not feeling stimulation; they do not think that the device is working. It was recommended that they follow up with their healthcare provider to check on the device. No further patient complications are anticipated or expected as a result of this event.